Event description:
A baxter sales rep sent an email to baxter corporate product surveillance to report a continu-flo solution set in which a simultaneous flow was observed. According to the report, the set was connected to a secondary set ((B)(4)) while infusing magnesium. The hanger was fully extended. The event occurred during infusion. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was discarded and is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause can not be determined. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.